Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, he found corrosion on the battery. Since the event occurred during preventative maintenance, there was no patient involvement.